Manufacturer narrative:
During the time of the reported event, the user facility personnel opened and used an expired lb53 light handle cover. The procedure was completed successfully. The lb53 light handle cover subject of the reported event was discarded. The user facility personnel did not properly inspect the light handle cover package to ensure that the item was suitable for use such as checking the labeled expiration date. Perioperative standards and recommended practices include instruction for user facilities when using items within the sterile field, "if an expiration date is provided, the date should be checked before the package is opened and the contents delivered to the field. Outdated item should not be used." Each lb53 light handle cover is marked with iso 15223-1 medical devices symbols on the label which include use by date, batch code/lot, do not re-use, do not use if package is damaged, and consult instructions for use. No additional issues have been reported.

Event description:
The user facility reported that an expired lb53 light handle cover was utilized during a patient procedure. No adverse effects were reported. No report of procedure delays or cancellations.